Manufacturer narrative:
Additional information: section h manufacturer narrative part analysis: the reported condition of broken drawer slide was confirmed by the fse. According to work order (wo) (B)(4), the field service engineer (fse) identified that the slides on drawer 4.1 were broken. The fse replaced the drawer and successfully tested it using the hardware test application (hta). External visual inspection of the received 138886 01 smart hh cubiedrawermod was conducted. No visible damage was found during the inspection. The returned drawer was placed on a test bench for evaluation. The top and bottom drawers were manually opened, and resistance was observed from the top drawer when attempting full extension, requiring additional force. To further investigate, the drawer rails were observed during operation. During operation of the drawers, the bearing retainers were observed migrating past the drawer bumper stops of the bottom drawer, the top right bumper was missing and there were missing bearings. This caused a misalignment that prevented full extension and required additional force to both open and close the drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported broken drawer was identified and attributed to migrating bearing retainers.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer broken and caused the drawer hard to open. As per part investigation, it was determined that there was missing bumper and migrating bearing retainer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken. A field service engineer found an issue with main drawer 4-1, where the slide rails had broken and the user had pulled the drawer completely out of the station. Retrieved a replacement half-height drawer unit from storage and replaced the damaged drawer. New drawer installed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer broken and caused the drawer hard to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.